Event description:
Caller reported blood glucose results of 310 mg/dl and 117 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that revision surgery was performed due to a loose femoral component with collapsed femoral neck/ avascular necrosis.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.